Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
An ophthalmic surgeon reported via a slide at a conference presentation that following an intraocular lens (iol) implantation procedure a patient experienced unclear distance vision on cloudy or rainy days. The patient also experienced glare, halos and the patient can't drive at night. There are two medical device reports associated with this patient. This report is for the right eye.